Event description:
Report received of an overdelivery. The customer contact indicated that the pump "seemed to overdeliver" and it is unknown "if the problem was with the pump or something else." The prescribed programming parameters were dilaudid 300mg in 30ml, with a 5mg pca dose, a 5 minute patient lockout, and no 4 hour limit. The customer could not verify if the pump was delivering at the time prescribed settings at the time of the event. At an unspecified time, a nurse noted that the vial was empty sooner then expected. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.